Event description:
It was reported by service report that the brakes on the stretcher were not holding properly and the gas cylinder on the right fowler and side rails were loose. No patient involvement or adverse consequences are reported.